Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Concomitant medical products: ddbb1d1 ICD, implant date: (B)(6) 2016; 5076-52 lead, implant date: (B)(6) 2012; 694765 lead, implant date: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery cable protective sheath was torn near the strain relief and the wires were exposed. The battery remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The battery was not returned for evaluation. The reported event could not be confirmed due to insufficient evidence provided. Review of controller log files revealed no alarms that could be related to the reported event were recorded in the analyzed period. Based on the risk documentation, possible root causes of the reported event can be attributed to multiple factors, including but not limited to wear of the strain relief or to the handling of the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.